Event description:
The customer reported that the unit alarmed pressure transducer failure during annual preventative maintenance (pm). The customer reported there was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned gds revealed no evidence of damage or contamination. The gds was installed into the fi test ventilator. An operational test was performed and the ventilator powered up from ac and delivered breaths. The ventilator audible alarmed with screen displayed, "proximal pressure sensor range error". A pressure accuracy test was performed and failed. The pressure reading did not met specifications. During debugging, fi technician found a defective u6 (microstructure pressure sensor) generating the display proximal pressure reading to -2.9 cmh20. The u6 was replaced on data acquisition (da) pcba and retested. The ventilator operates with no failures occurred. This complaint is determined not reportable due to this is a check vent alarm only. There is no risk of patient injury resulting from an occurrence of an error code message of proximal pressure sensor autozero failed because for a vent inop condition to occur, both machine and proximal pressure sensors must fail. If the function of either machine or proximal pressure sensor is compromised, the functioning sensor acts as a backup and monitors the pressure and the ventilator continues to function and ventilate. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to a defective u6.